Event description:
Home pt (hp) reported two incidents of the minicap failling off the transfer set, discovered when pt was to perform drain phase of next exchange. According to the pt, the transfer set was changed for each incident and prophylactic antibiotics were administered.